Manufacturer narrative:
The insulin pump was received with button error alarm during boot up and no button response on the act button due to corroded keypad traces noted. It was unable to perform the displacement test due to unresponsive keypad. Device had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared as the buttons were not responding. The customer stated that the alarm occurred after a bolus attempt. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.